Manufacturer narrative:
Further information has not been available to date while case is under review by medical examiner. Patient presented with 5-7 day old subclavian vein thrombosis and complaining of breathing difficulty while lying down. This indicates risk of pulmonary embolism and possible pre-existing pulmonary embolism. Cause of death and angiojet contribution is speculative at this time. Thrombotic embolization is a rare but known risk of angiojet treatment, is disclosed in product labeling as a potential adverse event, and the labeling contains the following caution: 'the potential for pulmonary thromboembolism should be carefully considered when the thrombectomy sets are used to break up and remove peripheral venous thrombus.'

Event description:
On the evening of january 10th, I was contacted by dr. The night before he had a patient die during an angiojet procedure in the ir suite. The patient was a female who was admitted with a venous clot of approximately 5-7 days. At 7pm, the patient was accessed in the lab. Upon entry to the suite, the patient was telling the staff she would have difficulty breathing while laying down on the table. The patient was placed on the table and accessed with a 5f micropuncture set leading to the placement of a 5f sheath. A 180 glide zipwire was advanced across a blockage of what was thought to be a central venous thrombus. The sheath was then exchanged to a 6f. At this time, a dvx-ultra was prepped and advanced through the subclavian vein thrombus in a proximal to distal fashion. The dvx was then brought back proximally. At this point, less than 100cc of angiojet volume. The technologist describes that the patient then "jumped" on the table, they questioned a stroke due to the lack of responsiveness. The time was now 725pm and a full code was called. The code team was unable to bring the patient back. They did fluoro the chest to rule out a pneumothorax. The chart is with the patient in the medical examiner's office for autopsy at this time. Dr. Says that they are looking into whether or not the death was due to a massive pe caused by the use of the dvx catheter.